Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient had a condylar plate implanted for a femoral fracture. A year after implantation it was found that the plate had broken. The surgeon removed the plate and implanted a new one. There is no further information at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the plate is broken at the va-3 hole, in the middle of the threaded hole. The surface shows scratch marks all over. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The microscopic view of the broken surface does not show any anomalies of materials structure. Based on the available information we cannot determine the exact root cause. It is likely that the failure of the plate was due to a mechanical overload situation. The postoperative activities of the patient may certainly have played a contributory role of this occurrence. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient information not provided by reporter. Unknown when plate broke. Additional product codes: hrs, hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 25. Feb. 2014. Expiry date: 01. Feb. 2024. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.